Manufacturer narrative:
H6: ventec downloaded the device¿s electronic records (system logs) for analysis and observed data which suggested that peep (positive end expiratory pressure) had been intermittently low, thus confirming the reported issue. Ventec then performed an evaluation of the device but was unable to duplicate the reported issue. Proper device operation was confirmed through functional and performance testing. As a precaution, ventec replaced the internal flow transducer (ift) and the exhalation control module (ecm). The cause of the reported issue could not be conclusively determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set. There were no reports of patient involvement associated with the reported event.